Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) an interlink extension set in which a leak was observed at the connection between the filter and the tubing. There was patient involvement but no patient injury or adverse events related to this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual as well as function tests were performed. The hydrophobic vent/housing failure test was conducted and a leak was found at the air vent within 10 second of the test starting. Therefore, the reported condition was confirmed. The filter is supplied by a third-party supplier. Therefore, the supplier was notified. A batch review was performed on the reported lot with no deviations found. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. ?baxter will continue to monitor similar reports to determine if further actions are required.